Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis found the failure of a broken grip to be related to the customer complaint. The maryland bipolar forceps had a broken grip at the grip base. A piece approximately 0.40" x 0.15" was found to be broken off the yaw pulley. The broken piece was not returned. The complaint regarding fragment issues was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thoracic pulmonary wedge resection surgical procedure, when reinstalling the maryland bipolar forceps instrument, it was noticed by the scrub technician that the tip was broken. The surgeon found and removed the fragment from the surgical working area in the body cavity. The surgeon used a new maryland bipolar forceps instrument and continued with the case. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the instrument was inspected by surgical solutions before sterilizing, then by the hospital staff before using it in the case. No defects were found before the instrument broke. The customer does not know when it happened, it was noticed that it was broken when reinstalling, and the surgeon found the fragment in the body cavity (lung). The surgeon did not say what they thought happened, just stated that it should not have happened. The instrument was in use for 1-2 hours and no issues were found prior to the issue. The instrument was removed. No resistance was noticed. The wrist was straightened, no resistance was noted, no damage to the cannulas, and no noticeable damage from the staff. The surgeon removed the other fragments with another xi maryland instrument. All fragments were found. No other procedures were necessary. No tests were performed to check for remaining fragments. The procedure was completed robotically. The fragment was discarded by the staff in the room.